Event description:
This is filed to report tissue damage and a gripper actuation issue. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. It was noted the patient had different level and orientation of the leaflets, very restrictive posterior leaflet (p2-p3) and flail on the anterior leaflet (a2), resulting in a very large coaptation gap. An xt clip was inserted and deployed in a central/lateral position. An nt clip was inserted, and grasping was performed medially of the implanted clip. However, the anterior leaflet was very difficult to grasp. It was observed that tissue damage had occurred due to the difficulty grasping. It was then observed the anterior gripper was not performing as intended; therefore, the clip was removed and replaced. Two clips were deployed on the mitral valve, reducing mr to a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the returned device analysis confirmed the reported difficult to open or close for gripper actuation issue (one gripper failed to lower) and observed one gripper arm cover to be pinched by the harness. The reported positioning failure could not be replicated in a testing environment as it was related to patient anatomy and/or procedural (operational) circumstances. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on all available information, the reported positioning failure appears to be related to challenging patient anatomy and procedure conditions. The reported difficult to open or close appears to be related to harness pinching the gripper cover. A cause for the observed harness pinching the gripper cover cannot be determined. Unspecified tissue injury appears to be due to difficult to grasp. Tissue injury is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.